Event description:
A meter to hcp meter comparison test was made with the reporter's meter reading 108 mg/dl and the doctor's meter (type unknown) 151 mg/dl. Tests were done side by side. Reporter did not have any symptoms. On follow-up, the lifescan rep and reporter reviewed qc procedures.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8